Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump required battery changes every 10 hours. It was also found the customer had a blank display on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was also found the customer was hospitalized several times in the past year. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Failure analysis was unable to verify button keypad anomaly, low battery life anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).